Manufacturer narrative:
The pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels all day long. Customer reverted to her back-up plan of manual injections. Customer was refilling her pump and had an issue with the drive support cap, which started pushing out. Customer pressed it in with her finger and tried to rewind again, but the drive support cap pushed in again. It took 10 times for her to complete the fill cannula. Customer's blood glucose level was 500 mg/dl. Customer stated that the damage is at the bottom of the pump next to the medtronic sticker. Customer declined troubleshooting for her high blood glucose levels. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.